Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent farfield oversensing. Additionally, the device also exhibited noisy signals on the shock channel while the patient was throwing a ball. It was noted that the noisy signals were able to be reproduced. Technical services (ts) also noted that the device appropriately inhibited pacing on the left ventricular (lv) lead channel due to the left ventricular protection period (lvpp). Ts suggested troubleshooting actions, such as x-ray imaging. The device remains in use. No adverse patient effects were reported.